Event description:
The vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the flowsensor per tech support recommendation. The unit passed extended self testing. There was no patient harm reported.